Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a laparoscopic hepatectomy, two tb-0535fcss ware used. After two to three hours of use, the probe of the first tb-0535fcs was broken. Then, u504 error (probe damage error), u508 error (seal & cut short circuit error), and u512 error (open circuit error) occurred. The user replaced it with second tb-0535fcs. However, after activated two to three times, the probe of the second tb-0535fcs was broken. And also, same three errors occurred as when the first tb-0535fcs was broken. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the probe of the first tb-0535fcs.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 12 mm from the distal end. There was scratch around the broken point of the probe and the coating for electric insulation of the probe was partially missing around the scratch. The fracture surface of the probe showed that crack developed. The device history record was reviewed and found no irregularities. Based on the past similar cases, it was known that the probe was cracked and the coating for electric insulation of the probe was damaged when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual as follows. *do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.